Event description:
During an operative hysteroscopy procedure, screw came out of the working elements spring arm. The screw was unavailable for evaluation. The physician used another working element to complete the case. There was no delay in surgery and no consequences to the pt.